Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-feb-2026, a sales representative reported via email that an ar-3780sp knee fibertak button, self-punching 2.6 mm had one of the tines from the self-punching inserter break off inside the patient¿s humerus. The fragment was not retrieved. This event occurred during a biceps tenodesis procedure.